Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating device was "overheating ." The device was used in a "typano mastoidectomy." There were no user or patient injuries reported. There was no delay in surgery. There was no additional information provided.